Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump had lost power at random and noted damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the pump¿s history showed multiple reboots. A visual inspection of the pump showed that the battery compartment was chipped and the threads on the battery cap were chipped. The battery cap was unable to maintain an electrical connection; power loss and reboots were duplicated. A test cap was then used and the pump was able to maintain power.